Manufacturer narrative:
Corrected data: in follow up, it was clarified that the reporter mistakenly kept referring to the debris as being found inside the lens while it was actually in the packaging pouch containing the lens. Device evaluation: the returned lens was received in the original box. The packaging including the pouches were not sealed; a piece of tape was used to re-package the return. A hair was observed in the re-packaged pouch. The reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a. Initial reporter phone: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
A customer reported that they found a hair-like foreign particle inside the intraocular lens (iol). The iol was not implanted. No patient involvement was indicated. No additional information was provided to abbott medical optics.